Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain and headaches. It was reported that the patient¿s implant was not working for appropriate coverage any longer. They stated that their lead wasn¿t working. The patient stated that they had tried different programming adjustments themselves and now their doctor suggested that they meet with a manufacturing representative (rep) for reprogramming. The patient was redirected to follow-up with their healthcare provider (hcp) to addressing reprogramming and their symptoms. It was reported that the patient¿s managing physician, who they were seeing for their ¿headache stuff¿ was a long distance away. A listing of physicians closer to the patient was sent out. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.